Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the capsule was damaged, there was vitreous fluid loss, and the lens haptic was bent. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A vitrectomy was also performed. A second iol was implanted successfully and the patient's prognosis is excellent with 20/20 ucdva. (B)(4).

Manufacturer narrative:
The injector has been returned to b&l and is currently undergoing evaluation. Results will be communicated to FDA in a supplemental report. (B)(4).